Event description:
According to the reporter, during laparoscopic appendectomy, staple line was incomplete proximally. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.